Event description:
It was reported that the patient experienced pain a lot of back pain and thought that it was from where the implantable neurostimulator (ins) is located. The issue had been going on ¿pretty bad¿ for the last week. The patient felt that the ins had slid over or had ¿gone over¿ towards their spine. The patient stated that they had recently saw their healthcare professional (hcp) for some shots in their neck. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient received assistance from their doctor/manufacturer&#38112;representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l69730, implanted: (B)(6) 1999, product type: lead; product ID 7498-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient. (B)(4).